Event description:
Siemens received info that on (B)(6) 2011 a pt was undergoing an mr scan when metal frames flew out of a box and into the magnet bore, breaking the head coil and injuring the pt. It was reported that a nurse took a box that was not marked with warnings of containing magnetized material into the mr room. She passed the back side of the magnet bore while a pt was being scanned and metal frames flew out of the box and into the magnet bore. The pt received multiple skull fractures for which he underwent emergency surgery. There is no other info available as to the pt's status at this time. This incident occurred in (B)(6).

Manufacturer narrative:
(B)(6).